Manufacturer narrative:
Analysis of the implantable neurostimulator found that the implantable neurostimulator was overdischarged and the battery was permanently damaged as a result. This was determined to be a non-standard non-conformance. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the doctor wanted some information off of the ins after explant. The rep was unable to communicate with the ins and had trouble charging the ins. The rep suspected that the autoclave procedure caused the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient claimed an abscess/infection was at the ins site which had been diagnosed. The patient hadn't seen their surgeon/pain provider to confirm this but planned on doing so. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2019. It was reported that on the day of the report, the device was explanted and the abscess was evacuated. It is unknown if it is resolved because the surgery had just taken place on the day of the report. The date that the infection first began is unknown. There were no further complications reported or anticipated.